Event description:
It was reported that the zimmer skin graft mesher loaded an 8" carrier bearing graft through mesher, veered and shredded carrier. Clinical f/u indicated the graft was unharmed and the device was removed from usage. The procedure was completed using an alternate mesher without any increase to surgical time.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not complete at the time of this report. A f/u medwatch will be submitted once the investigation is complete.